Manufacturer narrative:
(B)(4). Results of investigation: carefusion was not able to duplicate the customer's reported issue of the ventilator shutting down, however, the service technician was able to duplicate the sram alarm issue. When the ventilator was powered on, the ventilator and immediately received the ¿sram¿ alarm. The alarm was visual as well as audible. Bench testing revealed a cold solder on component u13 of the mainboard. Carefusion replaced the main board to address the reported issue.

Event description:
It was reported to carefusion that the unit was going into multiple faults while on patient and stopped ventilating. The patient was taken off of the ventilator and was able to breath through their tracheostomy tube. There was no patient harm associated with this complaint. When turning on the ventilator at a later time to troubleshoot, the customer reported that they received "sram errors with alarms".